Event description:
Customer reported via phone call to have received a bad battery alert when changing batteries and received a blank screen display. Alarm history also showed low battery and battery out limit alarm. Customer reported that blood glucose was 435 mg/dl and it was due to eating cheesecake. Troubleshooting was performed and customer put in old batteries and was able to power up insulin pump. It was determined that blank display was caused by a batch of bad batteries. Customer was advised that battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (